Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2019-13722, 1627487-2020-03550 and 1627487-2020-03551.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13722. It was reported diagnostics indicated high impedance readings. As a result, surgical intervention may take place to address this issue.

Event description:
Related MFR reports: 1627487-2019-13722, 1627487-2020-03550 and 1627487-2020-03551. Additional information received identified the patient's dbs leads and extensions were replaced with new ones and the reported high impedance issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.